Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump is stuck in the rewind loop. The insulin pump also alarmed motor error. The blood glucose reading is 186 mg/dl. Insulin squirted out during the manual prime process. The drive support disk is protruded. Nothing further reported.